Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient's mother reported that the patient fell down some stairs in (B)(6) 2016. Re-implantation is tentatively scheduled.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Mechanical influences, like the reported trauma may have led to a weakening of the fixation and therefore may have led to device mobility. The problems described in the patient report appear to match the damage found. This is a final report.

Event description:
The patient's mother reported that the patient fell down some stairs at the beginning of (B)(6) 2016. Patient has been re-implanted.